Event description:
The customer reported that while the unit was in use on a patient, several of the keys and leds did not work. No patient injury was reported.

Manufacturer narrative:
The company rep replaced the keypad, keypad overlay and the keypad controller assembly. The unit was tested to factory specification. It functioned normally and was returned to the customer.